Event description:
Hill-rom general manager was notified by hospital staff that someone saw smoke emitting from bed. No injuries were reported because of this incident.

Manufacturer narrative:
A hill-rom technician could not locate any witness to the alleged smoke. Technician found u10 on motor control board with evidence of overheating, he also found logic power connector on motor control board was disassembled with the wires out of the connector. Technician replaced the motor control board and corrected the wiring in the logic power connector to repair the bed, he also replaced the logic board.